Event description:
While using a byte day aligners, patient reported that this step of aligners is cutting into their top gums on the right-side causing discomfort. Patient had filed down the area on the aligners and seems not to be causing any further discomfort.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.